Manufacturer narrative:
No sample was provided for evaluation; therefore we are unable to determine the cause for the issue reported. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. A device history review (DHR), for the listed product code could not be completed since a lot number was not provided. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness of this complaint and minimize any impact from the manufacturing processes.

Event description:
A gensurg disected the cuff and pulled the cath out. When he pulled it, he noticed that the end of the cath was jagged and he had not cut the cath at insertion. On CT, it turned out that the distal inch or so had snapped off and lodged in the pleural space. The cath had loculated off and no longer could access the fluid.